Event description:
Account experiencing getting intermittent high creatinine results that are lower when repeated. Only the following pt example was provided. Initial result gave 5.8 mg/dl; repeat gave 1.0 mg/dl. Erroneous result was not reported. Although exact root cause was not determined the field service rep adjusted reagent probes, verified rinse levels, gear pressure and checked seals. Performance tests were performed and within specification.